Manufacturer narrative:
Analysis: the product was not returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Historically, breaks on the suture have occurred due to over-ratcheting of the cinch mechanism; however, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic valve after suturing had begun, the suture broke on the cinch mechanism when the physician tensed. The valve was not implanted. No adverse patient effects were reported as a result of this event. The valve will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.